Event description:
It was reported that the collimator would not fully open and had reduced image quality due to a truncated field of view. There is no report if injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The collimator was tested and found to be working as intended and put back into service.